Manufacturer narrative:
During treatment of a 9.8x12.5mm posterior communicating (pcom) aneurysm the 9mm x 33 cm presidio 18 cerecyte microcoil was withdrawn because the shape was not good; however, during repositioning of the ev3 echelon 10 microcatheter the coil was found to be stretched. The coil did not break and was fully retrieved from the patient. The procedure was completed with another coil without patient injury. The coil was returned severely damaged and stretched. There are two possible contributing factors to the coil stretching. The primary contributing factor to the root cause may have occurred during the repositioning of the coil. During the retraction move, the coil may have become anchored on the distal tip of the microcatheter (especially if there is an acute angle between the distal tip of the microcatheter and the neck of the aneurysm) or from contact with itself, or on a coil already dwelling inside the aneurysm which may have caused the coil to stretch. Excessive force was also found to have been a contributing factor as the coil's socket ring was severed at the solder point at the proximal end and on the other end, the coil unraveled out of the distal soldered section. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." The secondary contributed factor to the coil stretching may have been due to the ovalized inner lumen noted on the returned echelon 10 microcatheter. The coil may have either become anchored on the outside distal edge or inside on the ovalized sidewall of the inner lumen. The circumstances of how and where this damage occurred to the microcatheter cannot be determined. A review of the device history records revealed no manufacturing issues related to the reported event. Based on the reported procedural information and the analysis of the returned devices, clinical factors and procedural handling factors addressed in the instructions for use and/or interaction with the concomitant noncodman microcatheter are factors that may have contributed to the stretching of the coil. There is no indication of any relationship to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected for evaluation, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the pcom (9.8 12.5mm), the presidio 18 cerecyte microcoil 9 mm x 33 cm ((B)(4)) the shape was not good, then withdrew it and re-position the mc, the coil was found stretched. Then, withdrew the coil and changed to another one to complete the procedure. Prior to inserting the coil, the (mc) micro-catheter (ev3 echelon 10) was positioned at the target site.